Event description:
The reporter stated the surgeon inserted an aq5010v silicone three piece lens but the haptic was not sitting right. The lens was removed with no pt injury, no enlarged incision or sutures. The backup lens was implanted. The surgeon felt the lens was defective.

Manufacturer narrative:
(B)(4). Haptic not sitting right. Eval method: lens work order search. Results: visual inspection of the returned product found the lens optic torn into two pieces. One haptic was found to be bent. There was evidence of reddish residue on the lens surface. A lens work order search was performed and no similar complaints were found. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).